Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred and the hemodialysis patient experienced low hemoglobin. The leak was visually observed in the "outlet drain which was pink in color". Test strips were used to confirm and the machine alarmed. Estimated blood loss was 500cc. The hemodialysis patient's hemoglobin dropped on (B)(6) 2014 10.0gm, (B)(6) 2014 9.9gm, and on (B)(6) 2014 9.3gm. The hemodialysis patient received treatment for low hemoglobin. The hemodialysis patient did complete treatment on a different machine with a new dialyzer and blood lines. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.